Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A synergy¿ drug eluting was successfully deployed. A non compliant balloon was then advanced but failed to cross the previously implanted synergy¿ stent. It was suspected that the implanted synergy¿ stent was damaged. No further patient complications were reported and the patient's status was fine.